Event description:
Procedure performed: myomectomy via da vinci surgery. Event description: "the surgeon attempted to push the thumb ring forward to deploy the bag; however, it was difficult to push the actuator. When it was pushed out, the bag was not on the support frame. After the actuator was fully extended, the bag fell out along with the black cord, rendering it unusable." Product available for return. Additional information received by [name] via email on 16feb2024 "the actuator was not pushed forward, retracted, and then deployed. There was no attempt to unroll the bag." Intervention: the case was completed with the new one. Patient status: fine. No patient injury.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: myomectomy via da vinci surgery. Event description: "the surgeon attempted to push the thumb ring forward to deploy the bag; however, it was difficult to push the actuator. When it was pushed out, the bag was not on the support frame. After the actuator was fully extended, the bag fell out along with the black cord, rendering it unusable." Product available for return. Additional information received by [name] via email on 16feb2024. "The actuator was not pushed forward, retracted, and then deployed. There was no attempt to unroll the bag." Intervention: the case was completed with the new one. Patient status: fine. No patient injury.